Event description:
New information received stated that after the programming changes in 2017, the patient reported no symptoms related to the noise oversensing of the right ventricular lead. On (B)(6) 2019, the patient presented in clinic for a routine generator change procedure. During the procedure, the physician elected to also replace the right ventricular lead and on (B)(6)2019, the right ventricular lead was capped and replaced successfully. The patient tolerated the procedure well and was discharged home in stable condition.

Event description:
It was reported that the patient presented with noise and low, out of range impedance on the right ventricular lead. The patient experienced occasional dizzy spells. The noise was reproducible with isometrics. Programming changes were made. The patient will continue to be monitored.